Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) portion of the unknown zimmer tac abutment for evaluation. Visual evaluation of the as returned product identified a fractured screw stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment fractured inside the implant at tooth site 14. It was not possible to remove the fractured portion and implant had to be removed. Procedure was completed placing other implant.